Event description:
This device is installed in the frame of a surgical bed and allows pt headrest device to be attached to the surgical bed. The device distributor reported that a user informed them that one of the devices became loose during a procedure. Subsequent examination of the device by a mechanical engineer of allen medical systems (the manufacturer) confirmed that the clamping portion of the device had been incorrectly adjusted during manufacture.